Event description:
It was reported that this implantable pacemaker exhibited noise and oversensing on the right ventricular channel. It was suspected that this was due to pre-ventricular contractions. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.